Event description:
Battery was on charger all night. In the morning, the "bad battery" light was on. Removed battery from the charger and reinserted it into the charger. The "bad battery" light came on again.